Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, asthma and nose irritation. There is no allegation of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on september 19, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges eye irritation, asthma and nose irritation. There is no allegation of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation manufacturer observed the following from an external and internal inspection: potential no clean flux on the sd (secure digital) card slot of the pca (printed circuit assembly). Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. A dust like contaminate along with hairlike fibers on the ui (user interface) panel, blower motor, and the rear panel. The ui knob, top enclosure, accessory module and sd cover flip doors, bottom enclosure, and the blower box all have a dust like contaminate on them. The sd card and philips pollen filter were not returned with the device. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. T here is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms in box e: initial reporter: reporting address line, address city, address state and address postal updated. In box g: date received by mfg (rfb) has been updated. In box h: device problem code, patient outcome code, health impact code, evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.